Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagectomy, while on abdominal walls, the seal was damaged and disengaged. An air/gas leak from the seal was also noted. The trocars have been leaking for several months on and off. A new device was used to complete the procedure. The surgical time extended 30 minutes or more. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the trocar, cannula, duckbill seal and circular seal appeared intact. A functional evaluation found that the device passed an air leak test. A second air leak was performed using an endo peanut. The endo peanut was manipulated in a up and down side to side motion during the test, the device passed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.